Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone: (B)(6). Device manufacturer year 2017. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a hospital reported the posterior chamber ruptured during the irrigation and aspiration segment. The hospital indicated the iol was implanted outside the capsular bag as the posterior capsule split. The patient was discharged from the hospital without any problems. The hospital requested to check and adjust the vacuum pressure and check the condition of the tip of I/a. This report is for the phacofragmentation unit. A separate report will be submitted for the irrigation/aspiration (I/a tip).